Event description:
Vns pt underwent generator replacement surgery due to suspected device malfunction. The pt experienced efficacy with the vns therapy for the first six mos after implant, but that they "has gone downhill from there". The pt reports chest pain in the area of the generator and reportedly cannot lay down without increased pain at the site. The pt also reports periodic shocks in their chest. The pt can no longer feel device stimulation when they swipe the device with the magnet and reports that initiation of magnet mode stimulation no longer stop their seizures as it did previously. The pt reports trouble sleeping and less coughing and hoarseness than previously experienced. It was reported that the pt may manipulate the device through the skin. Device diagnostic testing was reportedly within normal limits, indicating proper device function and review of x-rays by treating physician did not reveal any obvious discontinuities in the vns therapy system. The elective replacement indicator was not indicating that the generator had not reached end of life. During the generator replacement surgery, the original lead was examined and determined to be intact. Device diagnostic testing of the replacement generator connected to the original lead was within normal limits, indicating proper device function. It was reported that because the pt was experiencing difficulty performing effective magnet swipes, the replacement generator was secured in a more medial position. It was noted that prior to explant of the original generator, there were greater than two inches of adipose tissue over the generator, which may have affected inition of magnet mode stimulation. The pt has previously complained of difficulty initiating magnet mode stimulation because the generator was placed deep in the tissue pocket. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to confirm proper device function.

Event description:
Product analysis summary: the pulse generator met electrical test specifications. The pulse generator did not show andy condition that would have contributed to the chest pain or shocking sensation.